Event description:
The patient experienced a shocking/jolting sensation 6 months ago while working with cable tv equipment. He met with his healthcare professional to resolve the issue. Patient outcome was not provided.

Manufacturer narrative:
(B) (4).